Event description:
During a follow up with the home patient (hp) regarding the alarm, it was revealed that she did not remember the event. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she is continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: per the customer the sample was discarded; therefore no evaluation could be performed. This complaint for the system error (air in line) 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm, assisted to take the cassette out of the hc door and advised the hp to start over again using new supplies. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, the nurse checked the hp's chart and did not see anything noted regarding an adverse event. The nurse stated that as far as she knew everything is going fine.